Event description:
Health care provider reported hemostat did not clamp correctly. There was a gap in the instrument.

Event description:
Health care provider reported that the hemostatic forceps did not clamp correctly as there was a gap in the instrument.